Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The location of the lesion is unknown. The balloon rupture occurred at 6 atms. The number of inflations and to what pressures is unknown. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported pt complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Since the batch number is unknown, the shop floor paperwork could not be examined. The root cause of the event could not be determined.